Manufacturer narrative:
Testing and investigation found unrestricted flow on channel a. This was due to the valve pin which was out of adjustment. (B) (4)

Event description:
The customer contact reported that during intake testing at the user facility, unrestricted flow was noted. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.